Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in the patient's mouth, it was verified its osseointegration. Fifty ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii). The implant was carried out immediately.

Manufacturer narrative:
(B)(4).